Event description:
It was reported the patients ipg reached end of life on an unknown date. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report that the ipg displayed the eri message ¿replace generator soon¿ was confirmed. A longevity calculation and analysis of the returned ipg confirmed the device had displayed the eri message and had normal battery depletion. Proclaim xr battery warranty: the ipg fails warranty criteria since the patient¿s programming was not cycled burstdr stimulation programming. Patient¿s programming was continuous. The DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit. Corrected: based on the analysis of normal battery depletion this event is no longer reportable.

Event description:
Additional information received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.